Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient presented with angina. The index procedure treated the 95% stenosed, 3.0x18mm target lesion located in the mid right coronary artery. Treatment consisted of pre dilation, the placement of a 3.0x20mm (B)(4) stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. Two days post the index procedure, the patient was re-admitted to the hospital with recurrent angina pectoris. At the time the patient was taking aspirin and 10mg prasugrel. There were no changes made to the patient's medication regiment during hospitalization. The next day, the event resolved without residual effect and the patent was discharged.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).